Event description:
11/27/99 after 3 days use pt developed oral itching, swelling of lips and tongue and facial hives. (From color code indicator on toothbrush head). 11/17/99 called MFR asking if "any latex related products in toothbrush". Was told "no latex at all only synthetic butadienestyrene". Dispensed product on 11/23/99. Pt self-treated with epinephrine 0.3cc sc stat, benadryl 50 mg im then benadryl 50mg every 6 hrs for 2 days per usual allergy/anaphylaxis protocols from allergist.